Event description:
On (B) (6) 2007, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2007, the pump was revised due to infection. On (B) (6) 2008, the entire device was removed due to infection.

Manufacturer narrative:
Add'l catalog# 72402105, 72402287. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No device malfunction reported. Device was not returned for evaluation, no conclusion can be drawn.